Event description:
A customer reported to baxter corporate product surveillance of a all-in-one empty cont. (3000ml) w/3 lead tran. Set in which a free flow was observed by the IV technician during filling of this bag. It was reported that the technician closed the valve and vent when the 800ml of each drug was in the bag. She went to get the pharmacist and when she got back, two bags of aminosyn 8.5% 500 ml and two bags of dextrose 50% 500ml had continued to flow until the bags were empty. Both drugs are manufactured by hospira. The customer is requesting credit for all of the product. There was no patient involvement or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer was contacted on (B)(6) 2012, in regards to the reported condition. The customer feels enough pressure is used to suitably close the clamp on this device. No visual defects were noted on the clamp of the device. The all-in-one empty container and the source containers are hung on a rack during use. Evaluation summary: one actual sample was received for evaluation. Visual inspection was performed and no defects were observed. Functional testing was performed the clamp was closed, the tip protector was removed, bag was filled with solution and hung on a hook. The three lead transfer set was inserted to the bag and the clamp was opened to let the solution flow through the set. Clear passage testing at 8psi and pressure testing at 8psi were performed with no defects observed. The unit met with specification requirements and results for all testing performed was satisfactory. The reported condition was not confirmed and the root cause was not determined.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.